Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited high thresholds. The device was reprogrammed to vvi, right ventricular pacing only.